Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure on (B)(6) 2015 to treat a lesion in the proximal ramus, a 2.0x20 mm non-abbott balloon was used for pre-dilatation. A 2.5x38 mm non-abbott stent was implanted. A 3.0x12 mm nc trek dilatation catheter was prepped, negative pressure was pulled outside of the patient anatomy without any issues noted. The dilatation catheter was advanced without resistance for post-dilatation of the non-abbott stent and the balloon was inflated using an indeflator; however, the balloon would not hold air. The patient experienced chest pain, asystole and the patient coded. The patient was emergently intubated, medications were administered, cardiac pulmonary resuscitation was performed and sinus rhythm was restored. Decreased coronary blood flow was restored to timi iii flow. A 3.0x12 mm nc non-abbott dilatation catheter was advanced and post-dilatation of the non-abbott stent was successfully performed. There was a clinically significant delay in the procedure due to the emergent intervention required. Post procedure the 3.0x12 mm nc trek dilatation catheter was tested and contrast was noted to be leaking from the distal portion of the hub, proximal to the guide wire exit notch near the strain relief tubing. The patient was sent to the cardiac care unit intubated. The patient was extubated and was in stable condition. The patient was discharged to home on (B)(6) 2015. No additional information was provided.